Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The functional testing could not be completed due to the prime anomaly. All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.